Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer obtained an unspecified low sensor scan result which prompted the customer to go to the emergency room. The customer reported receiving unspecified treatment, however, no further information regarding this event was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event. Sensor scan of 49 mg/dl was compared to that of 102 mg/dl respectively on a hcp meter, however it is unknown when these readings were obtained in relation to the reported event.